Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and medication orders did not cross over from the interface. A technical support specialist was unable to connect with the database server from all-in-one server. The customer was informed to check with hospital information technology team. The server was rebooted from the facility end, resolving the issue. Knowledge article ¿notices are showing a bogus notice for interface - patients/orders are crossing over¿ was referred to, confirming that messages were properly crossing over. A server down query was run, and no issues were found. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, patient and medication order was not crossing over from interface. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.